Event description:
(B)(6) covid-19 antigen self test expired. Received two of the current free test kits manufactured by osang llc (ref (B)(4); lot shl2841-va12-002af) that expired on 2024-01-11. The most recent FDA shelf-life extension list ((B)(6) 2023) does not grant this product lot an updated expiration date. Can I obtain unexpired replacements? Ref report: mw5160988.